Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during preoperational check, the device does not pass the leak test. There is a huge leakage inside the device. There is a continuous leakage in the exhaust port of the expiration valve during the leak test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during preoperational check, the device does not pass the leak test. There is a huge leakage inside the device. There is a continuous leakage in the exhaust port of the expiration valve during the leak test no patient involvement.